Event description:
It was reported to covidien on (B)(6) 2014 that a customer had an issue with a dialysis catheter. The customer reported the following: baxter was informed by the pd nurse the catheter became thinner. The defective position is close to the baxter titanium adapter. This product will be removed from patient soon. There is no ae reported. The issue was noticed during when the pd nurse assisting to replace baxter product-transfer set. There was no patient injury.

Manufacturer narrative:
The manufacturing lot number associated with this complaint was not provided. Without the lot number, a device history record (DHR) review could not be performed. All dhrs are reviewed for accuracy prior to product release. The product sample was not returned, but two photos were provided by the customer where a catheter inserted in the patient could be observed. The catheter tube is apparently thinner near the titanium adapter. More information was requested to the customer and no additional evidence was provided for this analysis. The catheter was still in use. This complaint will be reopened and updated accordingly if the product sample is returned. The lot number, product ID and product description are unknown and therefore the specific manufacturing process for this pd catheter cannot be reviewed. However, it is important to note, at the final stage of pd production, manufacturing performs 100% final inspection per procedure, including necking of the tubing inspection. The evidence provided is not enough to relate this event to the manufacturing operations. There are a number of alternatives in the field like exposure to chemical agents, proximity to heat sources or manipulation that may lead to the catheter dimension change. As per the instructions for use, it is necessary to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective. Do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
The product involved is unknown and the lot number information was not provided. Since the lot number information was not provided, a DHR review could not be performed. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. A complaint sample was sent to the site for review. The sample consisted of a portion of the catheter and the transfer set. The sample returned came inside a generic plastic bag and it presented signs of use (yellowish liquid within the catheter). Visual inspection was performed and the sample revealed that a section of the catheter was thinner than the other. The product ID is unknown; however the sample was cut in two parts in order to observe wall thickness and measured both circumferences. The reported defect was confirmed visually, since the measures could not be compared against the applicable drawing. The tubing was visually found out of dimensions, the evidence provided is enough to relate this event to the manufacturing operations. Moreover, there are a number of alternatives on the field like exposure to chemical agents, proximity to heat sources or manipulation per se that may lead to this catheter s dimensional change, however no signs of these factors were evident. During the manufacturing process of this tubing there is a potential process variability to produce a lower thickness section in the tubing sporadically. There are controls in place to prevent this product to be released with this defect. Per received sample this is a visual defect, no evidence of other defects, caused by the lower tubing wall thickness, were found or reported (leaks, catheter collapse). This is considered an isolated event. As per the instructions for use, it is needed to perform a visual inspection before using the device. Do not use the catheter or components if they appear damaged or defective/ do not use acetone, alcohol, or any solution containing alcohol on any part of the catheter. Exposure to these agents may cause catheter damage. It can be noticed that they did not identify any defect on the catheter, since it was already installed. But later, the nurse realized that the catheter was thinner and then it was replaced. This defect has been confirmed. With the available information, the most probable causes could be considered as operator inattention, inspection not performed and defective tubing material. These causes are classified as manufacturing related. No further actions are required at this time however a quality alert will be issued to all dialysis personnel to raise awareness on this defect. It must be noted that in-process controls (such as personnel training, incoming quality acceptance testing for raw material, 100% in process visual inspection and visual acceptance sampling) are in place to prevent nonconforming product from leaving the manufacturing operations. This complaint will be used for tracking and trending purposes.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.